Event description:
The customer reported receiving a reading of 198 mg/dl on their freestyle freedom meter, which was higher than they felt and had a delay/change in their treatment. The customer reported a loss of consciousness. There was no report of treatment of third party medical intervention. In addition, the customer stated they noticed that her test strips were expired. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The complaint was not confirmed. In addition, the received reading of 198 mg/dl was not found in the internal memory log of the meter. Also, label copy advises the customer not to use the test strips beyond the expiration date. This may cause inaccurate results.